Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 rounds of inappropriate anti-tachycardia pacing (atp) and 14 inappropriate shock(s) due to an episode of atrial fibrillation (af). Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.